Event description:
A pt was born with fragile skin. The et tube was secured with 3m nexcare waterproof tape. The pt extubated on the day of the event. The heart rate dropped to 40 and they had trouble with reintubation. Once reintubated, they had trouble getting the heart rate up again, and also had a hard time ventilating pt. Pt had a pneumothorax that was needle evacuated, and they put in a chest tube. The day after the event, a jet vent was used on the pt. Two days after event, they took pt off everything and the pt died. The pathology report stated there was a cerebellar bleed, which according to the attending physician was most likely caused from birth trauma.